Event description:
A customer reported experiencing an occlusion alarm, with more than one previous occlusion event, affecting their blood glucose levels to the extent that their continuous glucose monitor read "high." The customer attempted to address the elevated blood glucose by administering a correction bolus using a syringe when necessary. Although no specific assistance from a third party was required, they managed the situation by resuming insulin administration and delivering smaller boluses until the desired amount was achieved, typically less than six units. The issues reported were persistent, necessitating follow-up assistance.